Event description:
In 2006, a biomedical technician reported the following issue: 15 minutes before the end of hemodialysis treatment, a pt had an unspecified low blood pressure. Due to this problem the hemodialysis treatment was terminated early. The staff from the unit escorted the pt to the scale for post-treatment weight check. Biomedical tech indicated that the pt's weight was 0.5 kg less than the expected dry weight. The pt was discharged ambulatory and no medical intervention required.

Manufacturer narrative:
The customer's biomedical technician inspected the instrument after the incident. He indicated that the device passed temperature, conductivity and uf accuracy tests successfully. Than the technician inspected the uf flow meter and found crinkle on the diaphragm. The diaphragm was replaced and the instrument was put back into service. Baxter requested the sample (diaphragm) for evaluation. The result from evaluation will be provided upon completion. Baxter monitor issues like this. If significant information is discovered a follow up report will be submitted.